Event description:
The user facility reported a 74-year-old female post cardiotomy cardiogenic shock/low cardiac output syndrome was to be implanted with an impella 5.5 for mechanical circulatory support. The patient had just undergone multiple cardiac surgical procedures. The impella 5.5 was unable to pass the aortic valve. The tip was getting caught on previous aortic graft repair anastomosis. The impella cp was placed instead.

Manufacturer narrative:
The investigation into the delivery issues-anatomy has been completed. The impella products were not returned for evaluation. The root cause of the delivery anatomy issue was most likely patient condition related.